Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had increased pain. The pt's pump "stopped working". The pt had a pump replacement and catheter revision. The pt outcome was reported as "no injury." The medication being delivered via the device system was sufentanil.